Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose of 627 mg/dl with beginning of life threatening ketone level. Customer was taken to the emergency room, received blood work, and insulin drips. The customer was then admitted to the hospital and was treated with intravenous insulin drip, blood work and urine test were performed. The customer was discharged 3 days later with no permanent damage. Reportedly, the customer alleged the cause for bg was due to not receiving readings from non-tandem continuous glucose monitor.